Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. Reportedly the cgm and bg were 100 points off. No additional event or patient information is available. Data was received for evaluation, data review did not confirm the reported event of inaccurate cgm values. A probable cause could not be determined via data.